Manufacturer narrative:
Additional information was received that no further information will be provided.

Event description:
A report was received that following the implant of a paddle lead, the patient developed a hematoma under the lead and became paralyzed. The patient underwent an emergency explant procedure wherein all devices were explanted. The event was assessed as related to the procedure. The patient has been assessed as being paraplegic.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator; model#: sc-4318, lot#: 200001913 description: clik x anchor. As the devices involved in the complaint have not been returned, the complaint investigation site (cis)could not perform device analyses. However a review of the complaint report and device history records did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that following the implant of a paddle lead, the patient developed a hematoma under the lead and became paralyzed. The patient underwent an emergency explant procedure wherein all devices were explanted. The event was assessed as related to the procedure. The patient has been assessed as being paraplegic.